Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given since implant. Data analysis was performed, and it was found at that post implant time the average power had not settled to the long term setpoint. The power consumption has been stable since implant. Additionally, the non boston scientific right atrial (ra) lead exhibited oversensing leading in atrial tachy response (atr) being inappropriately store. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given since implant. Data analysis was performed, and it was found at that post implant time the average power had not settled to the long term setpoint. The power consumption has been stable since implant. Additionally, the non boston scientific right atrial (ra) lead exhibited oversensing leading in atrial tachy response (atr) being inappropriately store. No adverse patient effects were reported. This product remains in-service. According to additional information, there was noise on the shock channel of the right ventricular (rv) lead on this ICD system. Technical services (ts) provided programming options as troubleshooting. No adverse patient effects were reported. Currently, this system remains in service.